Event description:
During a enteroscopy procedure, there was a perforation of the small intestine and the patient subsequently died. Fujinon was informed that the device was not defective and was being used for "off-label" use.

Manufacturer narrative:
The enteroscope was being used through an ileostomy. The small intestine was perforated during the procedure. The patient died following the procedure. According to the physician's involved with the case, the patient was in extremely poor health prior to the surgery. The perforation occurred at the site of an anastomosis of a previous surgery. Therefore, the tissue was weak in the area of the perforation and the patient was in poor health. The enteroscope was being used for "off-label" usage. The physicians are not blaming the device for the incident and have indicated that the device is not defective. Therefore, it was not necessary to obtain the device or perform further investigation.